Event description:
It was reported the pt no longer had stimulation and was unable to communicate with her ipg using the external devices. The sjm rep met with the pt and confirmed the issue. It was reported the pt has vertigo and had fallen forward. It was reported surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.